Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access set with a filter would not flow. The event was further described as ¿the tubing used to infuse the clinoleic 20% 250ml bags¿ would occlude and the 1.2-micron filter would clog up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.